Event description:
During a phone conversation a distributor indicated they had been contacted by a pt's physician who reported that the tip of the catheter was cut off resulting in a sharp point. The physician indicated there was injury to the urethra and bleeding. A foley catheter was inserted and floxin prescribed.